Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Fva was removed and fva pins were contaminated. The outlet pin had moderate drag. An internal cleaning was performed. Mock infusion was performed without any errors. Internal investigation found lever boot retaining plate is cracked / damaged. The lockout actuation pin was loose due to the 1/8" shaft retaining ring being dislodged. Fva lip seals, busing, pin, fca, retaining plate, grommet, lockout pin, retaining ring, 1/8" shaft diameter will need replaced during repair process. Perform functional testing. No other damage found.

Event description:
The following has been reported: biomed reported: "a pump that is not taking cassettes, sn: 2317000169. Tried downloading logs and said there wasn't" no patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.